Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental record will be filed.

Event description:
End user stated that the wheelchair pushes to the right and the left front caster does not touch the floor, and tech advised that the frame seems bent.